Manufacturer narrative:
Correction: the customer did initially report a positive culture/contamination on the scope, but through a good faith effort confirmed that they had made a mistake there. The device was not contaminated. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection; therefore, the issue could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
Customer stated that they mistakenly selected a positive culture, the scope was not contaminated.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the colonovideoscope's end will not move when the knob is turned. The issue was found during an unknown procedure. There were no reports of patient harm.